Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, hip dislocated & head impinging on polyethylene liner resulting in concavity in liner. Patient revised from all microport implants and replace with another company's implants due to dislocation. Updated information received from (B)(6), (B)(6) 2017. This revision was due to infection. (B)(4).

Manufacturer narrative:
After the initial and final report it was determined that the patient and device codes were incorrectly reported.